Event description:
New endo clip iii auto suture clip applier (B)(4) opened for procedure but clip applier handle appeared to be broken and was not used. Another handle was opened and used without problems.